Event description:
It was reported per field service report: intra-aortic balloon pump (iabp) was on pt. Pump was less than 12 months old. Symptom - running on battery when plugged into ac outlet. Findings/actions taken: found intermittent "running on battery" alarm. Status shows charging voltage at 13.2 to 13.4 toggling causing intermittent running on battery. Found ac power indicator led with broken locking fitting. Replaced led.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.